Event description:
The field service representative reported the user received questionable calcium results from the integra 800. Of the data provided, the results for one patient sample were discrepant. The initial results were 10.8 with a data flag and 9.9 mg/dl. The sample was repeated on integra 800 serial number (B)(4) and the results were 9.1, 9.6 and 8.9 mg/dl. The user stated that no results were turned out to the unit before confirming the correct result. The patients were not adversely affected due to the discrepancies. The calcium reagent lot number was 62601901. The field service representative found there was contamination present in the fluidics system and performed corrective maintenance. To verify the analyzer operation, the user ran quality controls.

Event description:
The facility reported a colleague infusion pump with failure code 803:07 on channel c, which interrupted a patient infusion in the facility's special care unit. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event and the patient has been discharged. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The pump was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information:issues concerning dirty prisms causing slide clamp sensor failures are currently being investigated under (B)(4).

Event description:
It was reported that the patient was scheduled for a check up on (B)(6) 2007 but expired the night before due to a heart attack. Device relatedness to the patient's death was reported as "questionable." Additional information regarding the cause of death had been requested and not received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 803:07 on channel c was confirmed during product evaluation in the pump's event history. This condition was caused by dirty optical prisms on channel c. The channel c optical prisms were replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. This medwatch was originally submitted on 08/26/2010. However, due an error in the electronic submission system, the medwatch did not receive any acknowledgements or pass. Therefore, this medwatch was re-opened and re-submitted on 08/27/2010.